Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell over a week ago and ¿like a week ago¿ the patient realized their device was not working correctly. It was reported that ¿you do not have to use it every day, it just stops, once it stops then you just recharge it. It was not an everyday process and it lasts like a week.¿ it was reviewed that the patient had a non-rechargeable implantable neurostimulator (ins) according to manufacturer records. It was attempted to clarify the information with the caller but they stated that yes the patient had a battery operated device and the device information could not be clarified. It was reported that the patient was hospitalized on an unknown date and an x-ray was taken. There was unclear information regarding whether caller had previously spoken with the health care professional (hcp) office or the manufacturer. No records of previous calls regarding this event were found in the manufacturer¿s call history therefore it was suspected that the caller had previously spoken with the hcp office as there was some paperwork that was requested to be sent to the surgeon. The caller noted that they did not know what paperwork the surgeon was expecting to receive. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.